Event description:
It was reported that the patient experienced dysuria-type of symptoms (urgency, frequency, and hesitancy) of one-month duration which was considered a worsening/exacerbation of a pre-existing condition. The patient was treated with ciprofloxacin 500 mg po b.i.d. For 3 days. The patient outcome, as of (B)(6) 2012, was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v464758, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated the urine culture was negative.